Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. D9 has been updated to reflect product was returned for investigation. Investigation summary: data analysis: note: although the ecm 'impacted product' points to (B)(4), the console returned was (B)(4), and its logs confirmed the reported failure mode. ¿ on (B)(6) 2025 (complaint date), the case associated with the reported complaint was initiated for pump sn: (B)(6). ¿ one hour and 17 minutes after the pump was started, the console displayed: ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm¿, event #1045, during the support. This confirms the reported failure mode. ¿ real-time (rt) logs confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) were represented as -(B)(6) values, and the placement signal was shown as 3000 due to the crc error. Device analysis: console (B)(4) was sent back to fs for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as design. Service & repair: before returning this console (B)(4)) back to the customer, fs was instructed to perform a full functional check (B)(4)). Device history lot: n/a. Device history batch: subcomponent name: optical bench fw v2.20. Material number: 0042-96254. Lot number: n/a. Serial number: n/a. Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(4).

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The user facility reported that upon insertion of the impella plug into the automated impella controller, a ¿controller failure¿ alarm occurred with instruction to switch to the backup console. The team switched to the backup console, after which the device functioned appropriately. No additional information was provided.